Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause was unknown. The patient hospitalization and patient outcome were not reported. On an unreported date, the patient was treated with unspecified drug infusion and an unspecified drug (intraperitoneal) for the peritonitis event. The peritoneal dialysis was withdrawn at the later stage of treatment. The reporter declined to provide additional information.

Manufacturer narrative:
Date of event: the event occurred on an unreported date during jul to aug 2022. City and state; (B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.